Event description:
Caller reported blood glucose results of 349 mg/dl, 109 mg/dl, and 140 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that during a visceral procedure, the clips would not advance. After ten clips the following clips wouldn't advance. A new clip applier was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.